Event description:
It was reported that during equipment testing the camera failed testing, which indicates that it could be inaccurate. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing the camera failed testing, which indicates that it could be inaccurate. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.